Manufacturer narrative:
This device was returned to mmdg and the pump evaluated for the complaint. Mmdg was unable to replicate or confirm the complaint. This complaint occurred while the device was in use with a pediatric patient. While no harm or adverse effect to the patient was reported mmdg considers all instances of overrun with a pediatric patient reportable.

Event description:
The initial reporter stated that the pump is "pumping air into patient's stomach." Mmdg did follow up with the initial reporter and they stated that they did not have any additional information. (B)(4).